Event description:
Legal counsel for patient reported patient underwent total hip arthroplasty on (B)(6) 2003, and patient is alleging pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metallosis, and component loosening. There has been no reported revision to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 4 states, " loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 5 states, ¿ periarticular calcification or ossification, with or without impediment of joint mobility.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-02880 / 02882).